Event description:
It was reported that the patient¿s implantable neurostimulator (ins) site was getting hot while the patient would try to recharge her ins. It was stated that the patient was unable to charge past 8/10ths of the ins charge level because the recharger would ¿just stop,¿ which had happened several times. It was stated that the charging issue had started ¿about six weeks ago¿ and had happened the past three times the patient had tried to charge. It was reported that the battery would drain faster than the patient thought it should and that the patient would see the ¿antenna too hot screen¿ while charging the ins. Additional information received reported that the recharger antenna had been damaged.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).